Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 56 mg/dl on aviva system 2 compared to a result of 156 mg/dl on aviva system 1 when back to back testing was performed 2 minutes apart. Reporter stated customer was receiving high blood glucose readings was experiencing hyperglycemic symptoms the day of the testing as well as was dosing insulin as a result. Reporter indicated the comparison was performed almost three hrs after the last dose of insulin and the customer was not experiencing any hyperglycemic or hypoglycemic symptoms at the time. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in aviva system 2. Reference medwatch report for the suspect device in aviva system 1.